Event description:
It was reported that "patient has swipe magnet not feel. Doctor increase headaches and stimulation." It was unclear what was meant by this. It was also reported that the patient feels the battery is low because she has an increase in seizures. She has partial seizures. She swipes the vns magnet six to eight times a day. It was later clarified that the patient doesn't feel that the vns is working because when she swiped the magnet, she used to feel a sensation in her neck but she doesn't feel that she has the same sensation. Good faith attempts for further information from the physician were unsuccessful.